Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported after the patient's surgery they did really well on program #1 and #3 was mediocre. They developed a urinary tract infection (uti) which was now cleared but all the programs "went downhill" and no longer worked. The patient had a reprogramming session with their healthcare provider (hcp) at the office following the uti but it was unsuccessful and they were unable to program the system. The patient was to follow up with their healthcare provider (hcp) and requested a manufacturer representative (rep) be present. The event date is approximate based on the patient's date of implant.

Event description:
Additional information received from the healthcare professional (hcp) reported that program was changed and adjusted. The program worked and that was resolved. There was also no confirmation of uti. She called the office/answering service and requested that an antibiotic be called in and got cipro. Uti was not confirmed and it was unknown if the uti was related to the patient's underlying urinary dysfunction. It was also unknown if it was related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.